Manufacturer narrative:
(B)(4). It was reported that the abscess was confirmed by CT scan. The absorbable hemostat remains in the patient. No additional information was provided.

Manufacturer narrative:
(B)(4) date sent to the FDA: 08/25/2015 (B)(4) to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an ascending colon surgical procedure on unknown date and an absorbable hemostat was used for hemostasis in the abdominal cavity. A few days after the procedure, the patient experienced inflammatory reaction with abscess developed at the site where absorbable hemostat was applied and CT screening test was performed. Improvement was confirmed by conservative treatment. Additional information has been requested.